Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p51-20 has a similar product distributed in the us, list number 7p51-21/-31.

Event description:
The customer observed a false positive alinity I total b-hcg result for a 16 year old female patient. The following data was provided: (B)(6) 2022 sid (B)(6). Initial result 148.69 iu/l, repeat negative. A new sample was collected on (B)(6) 2022 and generated negative results. The sample aspirated prior to sid (B)(6) was high positive with a result >15000 iu/l. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total b-hcg, 07p51-20, longford to alinity I processing module, 03r65-01, irving. MDR number 3016438761-2022-00301 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from alinity I total b-hcg, 07p51-20, longford to alinity I processing module, 03r65-01, irving. MDR number 3016438761-2022-00301 has been submitted and all further information will be documented under that MDR number.